Manufacturer narrative:
(B)(4) (recurrent hernia): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an epigastric hernia repair procedure on (B)(6) 2009 and mesh was used. On (B)(6) 2010, the patient reported on the 12 month follow-up that the hernia recurred in 2010, and the patient was taking narcotic medication for this hernia. The patient underwent a repair of the recurrent hernia on (B)(6) 2010. One side of the mesh fixation had loosened, and the recurrence developed at the border of the previous mesh. The mesh was not torn. At the last check-up on (B)(6) 2010, the patient was "perfect".